Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrical tests confirmed that the inner conductor coil had a break near the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was used for temporary pacing with an externally connected pacemaker. A few months later the lead was returned to boston scientific for analysis which revealed a fracture of the inner coil near the tip end. No new product implants have been reported. No adverse patient effects were reported.